Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experienced hyperglycemia. Blood glucose level was 500 mg/dl. Diabetes ketoacidosis led to high blood glucose. Cough, cold & flu the night before. Document current blood glucose value was 106 mg/dl. Auto mode feature either used by customer or not was unknown. Insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set, ozp-mmt-7020-snsr.